Manufacturer narrative:
The device has not been returned to the manufacturer, at this time, for evaluation. A history review of serial number (B)(4) showed no other similar complaint(s) from this serial number.

Event description:
Sales rep reported sherlock sensor loses the magnetic signal and reportedly PICC went up into the ej. Reported multiple patients had this happen to them. One was quite obese with a necklace on they couldn't remove. Checked the environment, nothing metal or magnetic around except the one necklace.